Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had system explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-02035. Patient reported burning at the lead site and shocking at the ipg site. The patient had turned off therapy approximately 3 weeks before reporting the issue and the sensation persists with stimulation off. As such, surgical intervention may occur to address the issues.